Event description:
It was reported that the device display screen is not completely lit, discovered before use. The customer reported that there were audible alarms functioning on the device. There was no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.